Event description:
It was reported that the patient pulled the cannula and spring out prior to insertion during insertion preparation on (B)(6) 2026 which causes high blood glucose. The high blood glucose was high and was treated by correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Name- (B)(6) street-(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.